Event description:
Additional information was received. The iol exchange was done with a non-company lens. The patient experienced glare and was unhappy with vision. The clinical reason for explant was negative dysphotopsia.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated product models were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 20.0 diopter, (extended 1.5 diopters of focus) lens was exchange for a non-company monofocal 19.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer experienced distortions and light aberrations following intraocular lens (iol) implantation. Therefore, the consumer had undergone yttrium-aluminum-garnet (yag) laser, which did not help. The iol was removed in a secondary procedure.